Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a coronary artery. Pre-dilatation was performed with 50% residual stenosis. A 3.00 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during advancing into the lesion, it was noted that the stent strut was damaged. The procedure was completed with a different device. There were no patient complications reported.